Event description:
Healthcare professional reported capsular contracture, baker grade IV and "replacement". Healthcare professional later reported "mammary implants retropectoral with slight undulations and few folds without significant pathological meaning; no signs of extra-capsular rupture" confirmed via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2018 provided. 01/aug/2018 populated to align with the manufacture date of the device. Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.